Event description:
Patient reported a lump or thickening in or near the breast or in the underarm area side not specific, and "felt firm and looked abnormal due to capsular contracture" baker grade iii. This file is for the right side breast implant. No treatment occurred and the device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through asr / psr 29jan2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.